Event description:
The pt stated on "in 2007, her blood glucose was elevated to around 450 mg/dl, and she discovered her infusion tubing was broken. She stated that felt thirsty and was urinating frequently, and she bolused several times in a 6-7 hour period of time before finding the broken tubing. She stated the infusion tubing "looked as though it had cracked sideways." She stated that she changed the infusion tubing and bolused to lower her blood glucose. Her normal blood glucose range is 80-150 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was discarded and not available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.